Event description:
It was reported that the surgeon noted the cc4204a collamer single piece lens was torn after it was inserted into the eye. The lens was removed and replaced with another same model lens without any patient incident. The reporter stated the event was due to a misload.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Manufacturer narrative:
Result: visual inspection of the lens showed the optic was torn and a haptic was torn off from the optic and missing. (B)(4).